Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display on their insulin pump. The customer's blood glucose level at the time was 234mg/d. The customer states there is a line through the bolus button. The customer states the pump came back on and received failed battery test. Troubleshoot was conducted. The customer is being sent replacement battery cap. The customer was advised to monitor the device and call back of issues persist.